Manufacturer narrative:
Data and information provided by the customer was reviewed and support the complaint issue. When troubleshooting the issue, service discovered debris in the trigger on board reservoir, trigger. The on board reservoir, trigger was cleaned and deemed the cause for the false elevated troponin result, however, issues with sample integrity could not be ruled out. The module function was verified with a control/precision run. The instrument service history for the (B)(6) verifies no subsequent issues have been reported related to false elevated troponin results after the current issue was identified. Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data: the initial test <3 ng/l and when repeated on another analyzer, the results were 157 and <3 ng/l. The customer reported that they sent out the result of <3 ng/l to the patient's healthcare provider. There was no reported impact to patient management.

Manufacturer narrative:
A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I and provided the following data: the initial test <3 ng/l and when repeated on another analyzer, the results were 157 and <3 ng/l. The customer reported that they sent out the result of <3 ng/l to the patient's healthcare provider. There was no reported impact to patient management.